Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer found that the bus cable was physically damaged and was no longer secured to the communications sled. The cable had been wrapped around the refrigerator, which caused it to be pulled. When the customer moved the station, the screws on the cable broke inside the port and to prevent future issues, a 50-ft bus cable was planned to be ordered for the site to provide sufficient slack and avoid cable tension and the customer acknowledged this plan and the existing cable was reinserted into the communications sled and temporarily placed on top of the refrigerator to prevent the weight of the cable from pulling it out of the device and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager malfunctioned. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.